Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow up report detailing the results of the eval.

Event description:
A report was received that the cuff was found leaking after an unknown amount of time in situ. The tube was replaced 6 hours after cuff leakage was noted. There was no report of incident related medical sequelae.